Event description:
Dr. Did a primary total hip in 2008, using the metasul cup sz. 50. The cup was revised at about approximately 18 days later, due to the cup being flat and obviously loose.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.